Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "cardiac monitoring unavailable" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report numbers 1220908-2020-01180, 1220908-2020-01139 and 1220908-2020-01181 for similar reports from the same customer.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling and full functionality testing without duplicating the report. An internal inspection found no discrepancies. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multi-function cable was not returned as part of this investigation. A replacement multi-function cable was sent back with the device. Analysis of reports of this type has not identified an increase in trend.